Event description:
It was reported (per mw5115643/mw5115644) that a female patient who underwent breast augmentation revision with unknown mentor gel implants experienced left sided capsular contracture, right sided seroma, right sided breast implant-associated anaplastic large cell lymphoma, and several unexplained systemic symptoms post procedure. Roughly ten months post procedure the patient began experiencing tinnitus, brain fog, swelling, headaches, and weight gain. In 2017 the patient began experiencing speech impairment, tremors, nerve pain, neck pain, fatigue, memory loss, and arthritis. Blood tests were performed, and the patient tested positive for epstein-barr virus, rocky mountain spotted fever, ehrlichiosis, bartonella, babesia, and multiple systemic infectious disease syndrome. The patient underwent an unspecified treatment to improve her immune system and began to improve after about two years. In 2019 the patient began experiencing swelling the right breast and left sided capsular contracture. The patient began to develop rashes, itching, hair loss, motor function impairment, urinary incontinence, and fecal incontinence. The swelling in the right breast persisted and mammography with ultrasound and needle aspiration was performed. The patient tested positive for breast implant-associated anaplastic large cell lymphoma. Positron emission tomography was used to determine the patient was in stage four. On (B)(6), 2021, en bloc capsulectomy was performed with explant. There was muscle damage, necrosis, and implant attachment to the ribs noted with the explant. The patient¿s symptoms have improved, however, deformity, pain, reduced right arm function, inflammation, and loss of cognitive function persist. See 1645337-2023-03984 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness/capsular contracture. Health effect: clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).